Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported they confirmed with the nurse coordinator that the explant occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2019 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was admitted to the hospital and developed an infection. The type of infection was unknown. The plan was to remove the pump and catheter. No known diagnostics were made available and the issue was considered resolved, although surgery had not yet taken place at the time of report. Surgery was scheduled for (B)(6) 2019 and the representative was to follow-up with the hcp to verify the system was explanted as planned. The patient's status at the time of report was alive; no injury and no further complications were reported or anticipated.